Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels. The elevated bg ranged from 514-579mg/dl. The low bg was 37 mg/dl. Customer did not know the cause. The customer delivered a correction bolus to address the elevated bgs and consumed glucose to address the low bgs.